Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error during attempted printing and further noted that the programmer had an error at analysis and would not boot. The hard drive was reimaged and the software reloaded and updated. Analysis also noted that the hard drive health was at 99% and the hard drive was replaced as a preventive and that the keyboard latch was broken and replaced. (B)(4).

Event description:
It was reported that the programmer displayed a message that stated "report queue full" when the user attempted to print. It was noted that the inside and outside device interrogation was empty. The programmer displayed an error during reboot. The programmer was returned for repair. There was no patient involvement.